Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure the reduction forceps broke. It was reported there was no damage to the patient or the surgeon.

Manufacturer narrative:
Device used for treatment and not diagnosis. No abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogenous which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We are not able to determine the exact cause of this occurrence and can only assume that a mechanical overload during the surgery caused this breakage.

Manufacturer narrative:
Device used for treatment. The manufacturing documents were reviewed and no discrepancies to the specifications where found. The device was returned and the investigation is ongoing.